Event description:
It was reported that a safety glide hypodermic syringe was found mixed into the box of 50 bd luer-lok¿ syringes with the detachable bd eclipse¿ needle before use. The following information was provided by the initial reporter: "there is a 3ml safetyglide hypodermic syringe mixing into the box of #305782."

Manufacturer narrative:
H.6. Investigation: two photos and one sample were received by our quality team for evaluation. Upon visual inspection it was observed that the sample was a eclipse safety glide product which is manufactured by a different bd facility. The incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The eclipse safety glide product belongs to catalog 305906 and batch 5053938 which was manufactured in bd canaan. As tuas does not manufacture eclipse safety glide products, the product is unlikely to be mixed into a tuas eclipse shelf box at their manufacturing facility. The non-conformance happened out of tuas manufacturing facility. This incident has been added to our database of reported incidents.

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a safety glide hypodermic syringe was found mixed into the box of 50 bd luer-lok¿ syringes with the detachable bd eclipse¿ needle before use. The following information was provided by the initial reporter: "there is a 3ml safetyglide hypodermic syringe mixing into the box of #305782."